Event description:
Event description guidant received information that this right ventricular lead was capped and abandoned surgically due to high thresholds and exit block. Another right ventricular lead was successfully implanted during the procedure. No adverse patient effects were reported.